Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location during use with the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location during use with the homechoice cassette. There was solution on the floor. Renal therapy services assisted the patient with removing the cassette and advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.